Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: two years after placement from femoral approach the unknown inferior vena cava (ivc) filter migrated to the patient¿s lungs and caused unspecified health conditions requiring oxygen and medications. No device was returned for analysis and no imaging was provided. Therefore, based on the very limited information provided the exact reason for the reported filter migration cannot be determined. It is assumed that the filter was advanced from femoral approach ("thigh"), placed in the ivc, and migrated during the implant period, but the complaint will be reopened in case additional information will be provided. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures cook was unable to conduct a review of the device master record, as the filter type is unknown. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: two years after placement from femoral approach the unknown ivc filter migrated to the patient¿s lungs and caused unspecified health conditions requiring oxygen and medications. No device was returned for analysis and no imaging was provided. Therefore, based on the very limited information provided the exact reason for the reported filter migration cannot be determined. It is assumed that the filter was advanced from femoral approach ("thigh"), placed in the ivc, and migrated during the implant period, but the complaint will be reopened in case additional information will be provided. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures cook was unable to conduct a review of the device master record, as the filter type is unknown. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) unknown, but referred to as a cook ivc filter. G4) PMA/510(k): unknown. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: an anonymous patient called in and spoke to the customer support manager. The patient has reported he had an inferior vena cava filter placed in his right thigh 2 years ago. In the past two years the filter has moved to the patient's lungs poor causing health conditions. Patient is on oxygen and a lot of medications.

Manufacturer narrative:
Manufacturers ref# (B)(4). Re-investigation will be performed based on the additional information received 10sep2024. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10sep2024: the cook medical return goods department transferred a call from the patient to customer relations on tuesday, (B)(6) 2024. The patient was calling regarding a cook medical ivc filter that was implanted in his right hip ¿a few years ago¿ at a hospital following a motorcycle accident. He was not able to provide the specific dates of the accident or the implant of the filter. He said that he had more specific product information about the filter in a file cabinet but did not have the energy to go get it. He did say that the filter was never intended to be retrieved. He said that he did not know that a filter had been implanted before he started being treated for lung and breathing problems. He was not able to provide a specific onset date for his symptoms. For a while his doctors thought he had a lung infection of some kind, but the doctors later discovered that the ivc filter had fractured and migrated from his right hip to his lungs. It is stated that a large piece of the filter, the size of a paper clip, was embedded in the middle right lobe of his lungs and that there were several other smaller pieces embedded in other parts of his lungs. The doctors have told him that the filter fragments cannot be surgically removed because they are embedded deeply enough into his lungs that cutting them out would kill him. He said he has contacted vanderbilt regarding the possibility of a double lung transplant but isn¿t certain if that is a possibility. He said that outside of a lung transplant, he would have to just continue living with his condition. He stated that the fractured/embedded filter has caused him to need to be on oxygen.